Manufacturer narrative:
On august 4, 2020, mentor became aware that lot number were inadvertently switched under previous submission manufacturer report number 1645337-2020-08097; follow up 2 report. The correct lot number for the right side device is 6550385, and has been updated under field d4 on this form. Date of implant (doi) was provided as (B)(6) 2012. Manufacturing date of lot 6558591 (left device) per manufacturing record evaluation completion is 3/6/2012. Hence, date of implant has been updated from (B)(6) 2012 to (B)(6) 2012 on this form under field d6. If additional information is received, file will be updated and supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On august 5, 2020, device evaluation was completed. Device evaluation summary: during the visual inspection, the device was found to be incomplete and ruptured. Additionally, an anomaly was observed on the edges of the rupture, consistent with a crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Product information will be submitted in a supplemental report when available. On (B)(6) 2020, mentor became aware that field h5 for labeled for single use was inadvertently marked incorrectly as "no" in the initial submission. It has been corrected to "yes" on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that patient also experienced right side capsular contracture; baker grade ii-iii, and left side capsular contracture; baker grade I-ii. On (B)(6) 2020, returned device documentation was received. The device information including brand name, catalog and lot numbers have been updated under section d (fields d1 and d4) as per device paperwork received. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent primary breast augmentation with unknown size unknown smooth gel implants and experienced breast implant rupture on her right side during bilateral replacement surgery with catalog number 350-5504bc; serial number (B)(4) on the left side and with catalog number 350-5504bc; serial number (B)(4) on the right side on (B)(6) 2020.